Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of dental infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine and experienced mild bilateral marionette lines lumps. Approximately 20 days later, patient developed bilateral forehead lumps. The forehead lumps would resolve a little over three months after onset and the marionette line lumps are still present. No treatment has been provided for events. About six months after the initial adverse event onset, patient experienced a dental infection, deemed not related to the device. This infection would resolve 9 days later after being prescribed amoxicillin tablets three times daily for 9 days.